Manufacturer narrative:
Section d updated to match gudid.

Event description:
No sample was available for investigation. Pictures were returned by the customer. The pictures show the luer activated valve was broken at the secondary port located at the cassette. The customer complaint is confirmed. Root cause could not be determined. Sample was not available for sample evaluation. The most probable root cause could be related to 1) manufacturing assembly error. Mihsandling of the luer at the supplier manufacturing facility that caused the breakage during the assembly process of this component and 2) poor handling or excess of force by the end user may have caused the luer valve to break causing the leaks observed by the customer. Current controls related to this defect are 1) manufacturing 100% leak test with 22.5 psi for approximately 5 seconds, 2) quality visual inspection and 3) quality underwater leak test with 22.5 psi for 10 seconds. A DHR review was performed by the supplier for suspected lot 3009408 and no nonconformances were issued during the manufacturing process of this lot. In addition, it was verified with the supplier that the torquimeter used for assembling the secondary port was able to control that the associate does not apply a force greater than 1.5 in lbf to the torque wrench at the time of assembly, which could cause a break in that connection. The supplier confirmed that the maximum force allowed is 1.5 in lbf.

Event description:
The following has been reported: report received from our brock office today: "staff connected the etoposide to the IV tubing cartridge by the spiros connector, and next thing staff knew fluid is just pouring out from the connection. <another nurse> came over to help and when we disconnected it, the whole blue part of the cartridge came off with the spiros." Patient had received other medications via the secondary port prior to this medication administration. Patient impact: potential underdosing due to drug loss (exact amount not measurable). Nurse noted that leak was caught and stopped quickly. Spill did not get on patient or other patients in the infusion suite. Nurse impact: primary nurse was exposed to hazardous drug. Per her report, she immediately washed exposed area. She had set up her line to run. Received an excessive air alarm and removed cassette from channel to tap out air. (Unsure of ail type, I can find via database if needed. Let me know if needed.) While tapping out the air is when she believes she first saw the leak. I discovered during this follow up that she was not wearing gown or gloves at the time because her set up was complete and she had not intended to open the system. She tried to tighten the connection after seeing the small amount of fluid leak and that is when it came off. Also, please note the lot number provided is incorrect. Upon discovery this morning, the lot number provided actually has the old connectors. They did not have any remaining sets with the k-zero in the bay to obtain a lot number. The nurse reported that this was the case yesterday as well but she didn't realize until this morning. A preliminary review of the logs identified the following issue: exposure to hazardous drug (no reaction), conservative report. An active infusion was unknown. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Manufacturer narrative:
N/a.

Event description:
No sample was available for evaluation. A picture was returned by the customer. Per the returned picture, the luer activated valve was broken at the secondary port located at the cassette. The customer complaint is confirmed. The probable root cause could be related to an incorrect use of the torque meter used for the assembly of the luer activated valve. The associate may have exceeded the force applied to the device because the torque wrench does not prevent the associate from exceeding said force at the time of assembly. Current controls related to this defect include 1) manufacturing 100% leak test with 22.5 psi for approximately 5 seconds, 2) quality visual inspection, 3) quality underwater leak test with 22.5 psi for 10 seconds. Corrective action: 1) implementing a change / validation of new torque wrench, 2) update of risk document in order to address this defect. No batch review could be performed as the affected admin set lot was not provided.